Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant of the left ventricular (lv) lead, when the physician was moving the lead within the ventricle, the 'tickling' was occurred leading to cardiac arrest., which was successfully treated with defibrillation. The physician did not allege malfunction on the lv lead. The lead was implanted. The patient was stable before the procedure and recovered completely during device check in the next morning.